Event description:
Allegedly, a hip revision was performed on 1-14-26 (unknown failure).

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Manufacturer narrative:
The alleged complaint could not be confirmed. Mpo was notified of a revision occurring to mpo products. Mpo did not receive information about the products involved or the reason for the revision in the initial awareness email. The associated sales representative was contacted three times to obtain additional information about this event, but mpo did not receive a response. Therefore, there is insufficient information available to investigate this complaint. This incident will be reopened if additional details are received.